Manufacturer narrative:
Sims was contacted by the user facility on 11/5/1997 stating that we would be able to discuss this event directly with the clinician. Sims contacted the user facility on 11/21/1997 again requesting to have this discussion. Sims portex inc. Has conducted a thorough review of the mfg lot of suction catheter devices involved in this event as follows: the od and wall thickness of these catheters meet our specifications. Co's raw material tubing vendor was contacted and no material changes were made in the tubing lot which comprises the suspect mfg lot of catheters. No changes were made to our standard processing regarding the tip end form or "eyes" of these catheters. Microscopic examination of the tip endform of the suspect lot reveals that it meets co's specifications and is consistent with co's standard product. The above results reveal no apparent difference between the suspect lot and our "everyday" closed suction devices.